Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at around 5 p.m., on (B)(6) 2016. The patient does not take any medication to manage her diabetes and claimed that she continued to follow their usual diabetes management regimen in response to the alleged issue. The patient advised that she developed the symptom of feeling "shaky" about 30 minutes after the alleged issue occurred. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner's manual or when the power button was pressed. Based on the information provided, the meter's battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged meter issue began.